Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a notice: draining slowly message during drain 2 of 4 of treatment. The patient is recovering from an infection. The nurse believes his catheter position may need to be adjusted and for him to discontinue treatment. The patient will be seeing a surgeon soon and the pd registered nurse (pdrn) told him to revert to a manual drain. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was initially admitted to the hospital due to fibrin in the pd catheter. The patient was diagnosed with peritonitis during the hospitalization (date not provided). The culture results were not contained within the patient¿s discharge paperwork. No antibiotic information was available. The patient was confirmed to be discharged on (B)(6) 2026. The patient has recovered and is continuing ccpd therapy with no issues. The pdrn stated that peritonitis is caused by the hands when asked if the cause of this event had been determined.

Manufacturer narrative:
Clinical investigation: there is likely a causal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis. However, the patient¿s peritonitis was not diagnosed until the patient was already hospitalized. It is unknown if the peritonitis developed prior to admission or if there was a contamination event during the hospitalization. It was not confirmed if the patient was utilizing fresenius products during the hospitalization. There is no documentation that there is a causal relationship between the adverse event and use of the liberty cycler set. Although no culture results were available, the patient¿s pdrn indicated that touch contamination is what caused the peritonitis event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on limited information and no allegation of defect, the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.